Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and suicide attempt (" 2 suicide attempts") in a 24-year-old female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida and parity 3. Previously administered products included for an unreported indication: nuva ring from 2010 to december 2011 and birth control pill from 2007 to 2008. Concurrent conditions included asthma since 2014, dysfunctional uterine bleeding, pelvic congestion, endometriosis of pelvic peritoneum, vaginal discharge, abdominal tenderness, bladder pain and fibromyalgia. Concomitant products included aripiprazole (abilify) since 2014, benzonatate (tessalon) since 2014, buspirone27-dec-2013 to 2014, duloxetine hydrochloride (cymbalta) since 2014, escitalopram oxalate (lexapro), gabapentin (neurontin) since 2014, ibuprofen (motrin) since 2015, lamotrigine (lamictal) since 2014, meloxicam since 2014, methocarbamol (robaxin [methocarbamol]) since 2014, metoprolol since 2016, omeprazole27-dec-2013 to 2014, risperidone (risperdal) since 2015, salbutamol (albuterol) since 2014, sertraline (zoloft) since 2014, valproate semisodium (depakote), venlafaxine (effexor) since 2014 and venlafaxine since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal menorrhagia/ prolonged menses"), alopecia ("hair loss"), irritability ("mood swings and irritability"), amnesia ("memory loss"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dizziness (" dizziness"), syncope (" fainting") and pelvic pain ("pain"). In 2014, the patient experienced pruritus ("itchy skin"), skin burning sensation ("burning scalp "), gastrointestinal motility disorder ("fluctuated from constipation to diarrhea") and insomnia (" insomnia"). In 2015, the patient experienced visual impairment ("saw spots") and eye pain ("pain in eye ball"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin conditions"), anxiety ("anxiety"), mood altered ("changes in mood"), depression ("depression"), back pain ("severe back pain"), procedural pain ("painful post-operative"), suicide attempt (seriousness criterion medically significant), migraine ("migraines"), headache (" headaches"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach pain"), fibromyalgia ("fibromyalgia worsen") and pain of skin ("skin sensitivity"). The patient was treated with surgery (supracervical hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, alopecia, dyspareunia, female sexual dysfunction, pelvic pain and pain of skin had resolved, the menorrhagia, irritability, skin disorder, anxiety, amnesia, fatigue, mood altered, depression, dysmenorrhoea, back pain and gastrointestinal motility disorder was resolving and the vaginal haemorrhage, suicide attempt, pruritus, skin burning sensation, migraine, headache, nausea, dizziness, syncope, visual impairment, eye pain, insomnia, feeling abnormal, abdominal pain upper and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal motility disorder, headache, insomnia, irritability, menorrhagia, migraine, mood altered, nausea, pain of skin, pelvic pain, procedural pain, pruritus, skin burning sensation, skin disorder, suicide attempt, syncope, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a supracervical hysterectomy. Following the surgery, plaintiff's symptoms continued. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy. The coil was released and 1 coil was coming out the end of the tube, the coil was then released and this one had 2 to 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes on (B)(6) 2016, pathological report: fallopian tube. Nos - bilateral fallopian tubes microscopic diagnosis: bilateral fallopian tubes, bilateral salpingectomies; - no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain, dyspareunia, abdominal pain lower, constipation, dizziness, headache, depression, dysmenorrhea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and suicide attempt ('2 suicide attempts / psycological or psychiatric problems - condition: 2 suicide attempts') in a 24-year-old female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, multigravida and parity 3. Previously administered products included for an unreported indication: nuva ring from 2010 to (B)(6) 2011 and birth control pill from 2007 to 2008. Concurrent conditions included asthma since 2014, dysfunctional uterine bleeding, pelvic congestion, endometriosis of pelvic peritoneum, vaginal discharge, abdominal tenderness, bladder pain and fibromyalgia. Concomitant products included aripiprazole (abilify) since 2014, benzonatate (tessalon) since 2014, buspirone (B)(6) 2013 to 2014, duloxetine hydrochloride (cymbalta) since 2014, escitalopram oxalate (lexapro), gabapentin (neurontin) since 2014, ibuprofen (motrin) since 2015, lamotrigine (lamictal) since 2014, meloxicam since 2014, methocarbamol (robaxin [methocarbamol]) since 2014, metoprolol since 2016, omeprazole (B)(6) 2013 to 2014, risperidone (risperdal) since 2015, salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) since 2014, valproate semisodium (depakote), venlafaxine hydrochloride (effexor) since 2014 and venlafaxine since 2014. On (B)(6) 2012, the patient had essure inserted. In march 2013, the patient experienced irritability ("mood swings and irritability / hormonal changes- describe: mood swings and irritability "). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal menorrhagia/ prolonged menses / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced amnesia ("memory loss / neurological conditions or problems- type: memory loss "), dizziness ("dizziness / neurological conditions or problems- type: dizziness"), syncope ("fainting / neurological conditions or problems- type: fainting") and feeling abnormal ("brain fog / neurological conditions or problems- type:brain fog "). On (B)(6) 2013, the patient experienced pelvic pain ("pain"), 8 months 18 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pruritus ("itchy skin / rashes or skin conditions- type: itchy skin ") and skin burning sensation ("burning scalp / rashes or skin conditions- burning scalp"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant), gastrointestinal motility disorder ("fluctuated from constipation to diarrhea / gastrointestinal or digestive system condition- type: fluctuated from constipation to diarrhea ") and insomnia ("insomnia / other injury(ies) or complication(s) - please describe: insomnia "). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced visual impairment ("saw spots / vision / eye problems- type: saw spots ") and eye pain ("pain in eye ball / vision / eye problems- type: pain in eye ball "). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin conditions"), anxiety ("axiety"), mood altered ("changes in mood"), depression ("depression"), back pain ("severe back pain"), procedural pain ("painful post-operative"), abdominal pain upper ("stomach pain"), fibromyalgia ("fibromyalgia worsen"), sensitive skin ("skin sensitivity"), abdominal distension ("bloated") and mass ("left one had a lump under it"). The patient was treated with surgery (supracervical hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, alopecia, dyspareunia, female sexual dysfunction, pelvic pain and sensitive skin had resolved, the menorrhagia, irritability, skin disorder, anxiety, amnesia, fatigue, mood altered, depression, dysmenorrhoea, back pain and gastrointestinal motility disorder was resolving and the vaginal haemorrhage, suicide attempt, pruritus, skin burning sensation, migraine, headache, nausea, dizziness, syncope, visual impairment, eye pain, insomnia, feeling abnormal, abdominal pain upper, fibromyalgia, abdominal distension and mass outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal motility disorder, headache, insomnia, irritability, mass, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, pruritus, sensitive skin, skin burning sensation, skin disorder, suicide attempt, syncope, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a supracervical hysterectomy. Following the surgery, plaintiff's symptoms continued. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy. The coil was released and 1 coil was coming out the end of the tube, the coil was then released and this one had 2 to 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6) 2016, pathological report: fallopian tube. Nos - bilateral fallopian tubes microscopic diagnosis: bilateral fallopian tubes, bilateral salpingectomies; - no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain, dyspareunia, abdominal pain lower, constipation, dizziness, headache, depression, dysmenorrhea, anxiety, abdominal distension, mass . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event bloated and left one had a lump under it were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and suicide attempt ('2 suicide attempts / psycological or psychiatric problems - condition: 2 suicide attempts') in a 24-year-old female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, multigravida and parity 3. Previously administered products included for an unreported indication: nuva ring from 2010 to (B)(6) 2011 and birth control pill from 2007 to 2008. Concurrent conditions included asthma since 2014, dysfunctional uterine bleeding, pelvic congestion, endometriosis of pelvic peritoneum, vaginal discharge, abdominal tenderness, bladder pain and fibromyalgia. Concomitant products included aripiprazole (abilify) since 2014, benzonatate (tessalon) since 2014, buspirone (B)(6) 2013 to 2014, duloxetine hydrochloride (cymbalta) since 2014, escitalopram oxalate (lexapro), gabapentin (neurontin) since 2014, ibuprofen (motrin) since 2015, lamotrigine (lamictal) since 2014, meloxicam since 2014, methocarbamol (robaxin [methocarbamol]) since 2014, metoprolol since 2016, omeprazole (B)(6) 2013 to 2014, risperidone (risperdal) since 2015, salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) since 2014, valproate semisodium (depakote), venlafaxine hydrochloride (effexor) since 2014 and venlafaxine since 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced irritability ("mood swings and irritability / hormonal changes- describe: mood swings and irritability "). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal menorrhagia/ prolonged menses / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced amnesia ("memory loss / neurological conditions or problems- type: memory loss "), dizziness ("dizziness / neurological conditions or problems- type: dizziness"), syncope ("fainting / neurological conditions or problems- type: fainting") and feeling abnormal ("brain fog / neurological conditions or problems- type:brain fog "). On (B)(6) 2013, the patient experienced pelvic pain ("pain"), 8 months 18 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pruritus ("itchy skin / rashes or skin conditions- type: itchy skin ") and skin burning sensation ("burning scalp / rashes or skin conditions- burning scalp"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant), gastrointestinal motility disorder ("fluctuated from constipation to diarrhea / gastrointestinal or digestive system condition- type: fluctuated from constipation to diarrhea ") and insomnia ("insomnia / other injury(ies) or complication(s) - please describe: insomnia "). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced visual impairment ("saw spots / vision / eye problems- type: saw spots ") and eye pain ("pain in eye ball / vision / eye problems- type: pain in eye ball "). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin conditions"), anxiety ("axiety"), mood altered ("changes in mood"), depression ("depression"), back pain ("severe back pain"), procedural pain ("painful post-operative"), abdominal pain upper ("stomach pain"), fibromyalgia ("fibromyalgia worsen"), sensitive skin ("skin sensitivity"), abdominal distension ("bloated") and mass ("left one had a lump under it"). The patient was treated with surgery (supracervical hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, alopecia, dyspareunia, female sexual dysfunction, pelvic pain and sensitive skin had resolved, the menorrhagia, irritability, skin disorder, anxiety, amnesia, fatigue, mood altered, depression, dysmenorrhoea, back pain and gastrointestinal motility disorder was resolving and the vaginal haemorrhage, suicide attempt, pruritus, skin burning sensation, migraine, headache, nausea, dizziness, syncope, visual impairment, eye pain, insomnia, feeling abnormal, abdominal pain upper, fibromyalgia, abdominal distension and mass outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal motility disorder, headache, insomnia, irritability, mass, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, pruritus, sensitive skin, skin burning sensation, skin disorder, suicide attempt, syncope, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a supracervical hysterectomy. Following the surgery, plaintiff's symptoms continued. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy. The coil was released and 1 coil was coming out the end of the tube, the coil was then released and this one had 2 to 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6) 2016, pathological report: fallopian tube.nos - bilateral fallopian tubes microscopic diagnosis: bilateral fallopian tubes, bilateral salpingectomies; - no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain, dyspareunia, abdominal pain lower, constipation, dizziness, headache, depression, dysmenorrhea, anxiety, abdominal distension, mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event bloated and left one had a lump under it were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and suicide attempt (" 2 suicide attempts") in a 24-year-old female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida and parity 3. Previously administered products included for an unreported indication: nuva ring from 2010 to december 2011 and birth control pill from 2007 to 2008. Concurrent conditions included asthma since 2014, dysfunctional uterine bleeding, pelvic congestion, endometriosis of pelvic peritoneum, vaginal discharge, abdominal tenderness, bladder pain and fibromyalgia. Concomitant products included aripiprazole (abilify) since 2014, benzonatate (tessalon) since 2014, buspirone (B)(6) 2013 to 2014, duloxetine hydrochloride (cymbalta) since 2014, escitalopram oxalate (lexapro), gabapentin (neurontin) since 2014, ibuprofen (motrin) since 2015, lamotrigine (lamictal) since 2014, meloxicam since 2014, methocarbamol (robaxin [methocarbamol]) since 2014, metoprolol since 2016, omeprazole (B)(6) 2013 to 2014, risperidone (risperdal) since 2015, salbutamol (albuterol) since 2014, sertraline (zoloft) since 2014, valproate semisodium (depakote), venlafaxine (effexor) since 2014 and venlafaxine since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal menorrhagia/ prolonged menses"), alopecia ("hair loss"), irritability ("mood swings and irritability"), amnesia ("memory loss"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dizziness (" dizziness"), syncope (" fainting") and pelvic pain ("pain"). In 2014, the patient experienced pruritus ("itchy skin"), skin burning sensation ("burning scalp "), gastrointestinal motility disorder ("fluctuated from constipation to diarrhea") and insomnia (" insomnia"). In 2015, the patient experienced visual impairment ("saw spots") and eye pain ("pain in eye ball"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin conditions"), anxiety ("axiety"), mood altered ("changes in mood"), depression ("depression"), back pain ("severe back pain"), procedural pain ("painful post-operative"), suicide attempt (seriousness criterion medically significant), migraine ("migraines"), headache (" headaches"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach pain"), fibromyalgia ("fibromyalgia worsen") and pain of skin ("skin sensitivity"). The patient was treated with surgery (supracervical hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, alopecia, dyspareunia, female sexual dysfunction, pelvic pain and pain of skin had resolved, the menorrhagia, irritability, skin disorder, anxiety, amnesia, fatigue, mood altered, depression, dysmenorrhoea, back pain and gastrointestinal motility disorder was resolving and the vaginal haemorrhage, suicide attempt, pruritus, skin burning sensation, migraine, headache, nausea, dizziness, syncope, visual impairment, eye pain, insomnia, feeling abnormal, abdominal pain upper and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal motility disorder, headache, insomnia, irritability, menorrhagia, migraine, mood altered, nausea, pain of skin, pelvic pain, procedural pain, pruritus, skin burning sensation, skin disorder, suicide attempt, syncope, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a supracervical hysterectomy. Following the surgery, plaintiff's symptoms continued. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy. The coil was released and 1 coil was coming out the end of the tube, the coil was then released and this one had 2 to 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confrrming full occlusion of fallopian tubes on (B)(6) 2016, pathological report: fallopian tube. Nos - bilateral fallopian tubes microscopic diagnosis: bilateral fallopian tubes, bilateral salpingectomies; - no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain, dyspareunia, abdominal pain lower, constipation, dizziness, headache, depression, dysmenorrhea, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff facts sheet and medical records received. Events per pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: 2 suicide attempts, rashes or skin conditions type: itchy, burning scalp and itchy skin, migraines / headaches, nausea, neurological conditions or problems type: dizziness, fainting, pain, vision/eye problems type: saw spots, pain in eyeballs, gastrointestinal or digestive system condition type: fluctuated from constipation to diarrhea, hair loss, other injury(ies) or complication please describe: insomnia, abdominal pain, fibromyalgia, skin sensitivity were added, patient's medical history and concomitant medications added. On (B)(6) 2018: medical records received. Patient's medical history added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and suicide attempt ('2 suicide attempts / psychological or psychiatric problems - condition: 2 suicide attempts') in a 24-year-old female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, multigravida and parity 3. Previously administered products included for an unreported indication: nuva ring from 2010 to (B)(6) 2011 and birth control pill from 2007 to 2008. Concurrent conditions included asthma since 2014, dysfunctional uterine bleeding, pelvic congestion, endometriosis of pelvic peritoneum, vaginal discharge, abdominal tenderness, bladder pain and fibromyalgia. Concomitant products included aripiprazole (abilify) since 2014, benzonatate (tessalon) since 2014, buspirone. (B)(6)2013 to 2014, duloxetine hydrochloride (cymbalta) since 2014, escitalopram oxalate (lexapro), gabapentin (neurontin) since 2014, ibuprofen (motrin) since 2015, lamotrigine (lamictal) since 2014, meloxicam since 2014, methocarbamol (robaxin [methocarbamol]) since 2014, metoprolol since 2016, omeprazole (B)(6)2013 to 2014, risperidone (risperdal) since 2015, salbutamol (albuterol) since 2014, sertraline hydrochloride (zoloft) since 2014, valproate semisodium (depakote), venlafaxine hydrochloride (effexor) since 2014 and venlafaxine since 2014. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced irritability ("mood swings and irritability / hormonal changes- describe: mood swings and irritability "). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal menorrhagia/ prolonged menses / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced amnesia ("memory loss / neurological conditions or problems- type: memory loss "), dizziness ("dizziness / neurological conditions or problems- type: dizziness"), syncope ("fainting / neurological conditions or problems- type: fainting") and feeling abnormal ("brain fog / neurological conditions or problems- type:brain fog "). On (B)(6)2013, the patient experienced pelvic pain ("pain"), 8 months 18 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pruritus ("itchy skin / rashes or skin conditions- type: itchy skin ") and skin burning sensation ("burning scalp / rashes or skin conditions- burning scalp"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant), gastrointestinal motility disorder ("fluctuated from constipation to diarrhea / gastrointestinal or digestive system condition- type: fluctuated from constipation to diarrhea ") and insomnia ("insomnia / other injury(ies) or complication(s) - please describe: insomnia "). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced visual impairment ("saw spots / vision / eye problems- type: saw spots ") and eye pain ("pain in eye ball / vision / eye problems- type: pain in eye ball "). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin conditions"), anxiety ("anxiety"), mood altered ("changes in mood"), depression ("depression"), back pain ("severe back pain"), procedural pain ("painful post-operative"), abdominal pain upper ("stomach pain"), fibromyalgia ("fibromyalgia worsen"), sensitive skin ("skin sensitivity"), abdominal distension ("bloated") and mass ("left one had a lump under it"). The patient was treated with surgery (supracervical hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, alopecia, dyspareunia, female sexual dysfunction, pelvic pain and sensitive skin had resolved, the menorrhagia, irritability, skin disorder, anxiety, amnesia, fatigue, mood altered, depression, dysmenorrhoea, back pain and gastrointestinal motility disorder was resolving and the vaginal haemorrhage, suicide attempt, pruritus, skin burning sensation, migraine, headache, nausea, dizziness, syncope, visual impairment, eye pain, insomnia, feeling abnormal, abdominal pain upper, fibromyalgia, abdominal distension and mass outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal motility disorder, headache, insomnia, irritability, mass, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, pruritus, sensitive skin, skin burning sensation, skin disorder, suicide attempt, syncope, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: on (B)(6)2014, plaintiff underwent a supracervical hysterectomy. Following the surgery, plaintiff's symptoms continued. On (B)(6)2016, plaintiff underwent a bilateral salpingectomy. The coil was released and 1 coil was coming out the end of the tube, the coil was then released and this one had 2 to 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6)2016, pathological report: fallopian tube. Nos - bilateral fallopian tubes microscopic diagnosis: bilateral fallopian tubes, bilateral salpingectomies; - no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain, dyspareunia, abdominal pain lower, constipation, dizziness, headache, depression, dysmenorrhea, anxiety, abdominal distension, mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: new event bloated and left one had a lump under it were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menorrhagia/ prolonged menses"), alopecia ("hair loss"), irritability ("irritability"), skin disorder ("skin conditions"), anxiety ("anxiety"), amnesia ("memory loss"), fatigue ("fatigue"), mood altered ("changes in mood"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia") and procedural pain ("painful post-operative"). The patient was treated with surgery (supracervical hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, alopecia, irritability, skin disorder, anxiety, amnesia, fatigue, mood altered, depression, dysmenorrhoea, back pain and dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, mood altered and skin disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2014, plaintiff underwent a supracervical hysterectomy. Following the surgery, plaintiff's symptoms continued. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.